Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for charge time limit reached was observed. Upon review of the (B)(4) transmission, the device had stored two long charge times. When an asymptomatic patient presented in clinic for follow-up, an alert for the last max charge n/a was noted. Capacitor maintenances were performed successfully. Patient and device will be monitored.